Manufacturer narrative:
Date: (B)(6) 2014. The blower assembly was tested and no failures were identified. The reported error code could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the ventilator was alarming due to a blower temperature high occurrence. The customer reported the unit was in use on a patient and there was no patient harm reported. A prolonged blower temperature high occurrence may result in a vent inop during normal ventilation operation. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The manufacturer service tech could not duplicate the reported problem, but replaced the blower due to blower temperature high error code in the log. The unit passed all applicable testing.